Event description:
A user facility reported, "I have been notified by our or manager that the tip suction yankauer no vent disp qtx71d887 (71-d887) is breaking during use."

Manufacturer narrative:
A user facility reported, "I have been notified by our or manager that the tip suction yankauer no vent disp qtx71d887 (71-d887) is breaking during use." Deroyal industries, inc. Requested return of the device, but it has not yet been received. A supplier corrective action request (scar) will be issued to the supplier, (B)(4). This investigation is not complete at this time. No further information is available at this time. We will provide follow up report when additional information becomes available.

Manufacturer narrative:
A user facility reported, "I have been notified by our or manager that the tip suction yankauer no vent disp qtx71d887 (71-d887) is breaking during use." Deroyal industries, inc. Requested return of the device, and it was received on (B)(6) 2025. No lot number was provided with the complaint. Deroyal does not manufacture this product so no risk analysis is available for review. An inventory check was performed on 50 eaches pulled from the distribution facility and no errors were found. A complaint to sales ratio was conducted between (B)(6) 2024 through (B)(6) 2025 and found to be (B)(4). A supplier corrective action request (scar) was issued to the supplier, arrow medsource group limited. The supplier checked product inventory and no finished goods were found in the factory as well as no semi-finished products were found in production. Due to the unknown lot number, the supplier inspected three retention samples of various lot numbers. The dimensions of the yankauer head and joint connection for the 71-d87 were all within the range required by the technical drawings. Root cause: it is suspected that there is a mating issue between the handle of this yankauer and the joint of its connected end. Corrective and preventive action: maintain yankauer handle's molds before and after production to ensure their critical dimensions maintain dimensional accuracy post-use. During the production, assembly, and finished product inspection of 71-d887, the s-2 aql 1.0 standard was applied to the product's dimensions, with no dimensional nonconformities detected. To prevent this, potentially use the connector which has a maximum of 9.0mm internal diameter at the joint area as this would more effectively match with the 71-d887 yankauer. Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow up report if additional information becomes available.